Manufacturer narrative:
The customer¿s reported complaint of a guardrails alert, during an amiodarone infusion not showing in ikp data was not confirmed. It was determined through a review of ikp data that the alert was produced on 18 oct 2020 at 08:36 am, when the infusion was programmed. Inspection: an external and internal inspection of the source pcu observed the male iui connector contact pins with unidentified film contaminants. There were no other obvious issues or anomalies identified with the source device during the inspection. Log analysis results: results from a review of the event logs showed no records for the date of the event since the logs had been over written. Additionally, the dataset currently on the system showing as ¿carillionnon24 jan-21¿ had already been changed 3 times after the reported event date based on the logs. The incident dataset was not provided. Results from the case (B)(4) opened with the dev ops team identified the amiodarone infusion (infusion ID (B)(6)) starting on 18 oct 2020 at 08:36 am. The infusion appeared to infuse until a rate change on 21 oct 2020 at 08:27 pm, followed by a dose change to 0.5mg/min until the infusion concluded on 22 oct 2020 at 06:01 am. In conclusion, ikp data showed that when initially programming the infusion on 18 oct 2020 at 08:36 am, an ¿override¿ action was taken, indicating the user pressed ¿yes¿ to overrule the soft limit and continue with the programmed infusion. Test results: results from guardrails soft limit testing, loaded with the non-relevant dataset, demonstrated the system will produce a guardrails soft limit. An hour test infusion also demonstrated the system is operating as intended. Root cause: the root cause of the customer¿s experience with ikp data not showing a guardrail alert was determined as a result of the alert being produced on 18 oct 2020 when the infusion was initially programmed, instead of the reported date of 21 oct 2020. The customer returned system demonstrated to be performing as intended when guardrail limits were reached, using the customer¿s current dataset. Device history review: a review of the device history record showed the device had a manufacture date of 11/12/2019. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation

Event description:
It was reported that there was no soft minimum (continuous infusion) alarm when amiodarone was programmed to infuse at 0.015mg/min. The soft limit was set at 0.25mg/min. The patient received subtherapeutic levels of medication. It was later reported by the bd clinical practice consultant that the alerts were expected to be in the knowledge infusion portal (ikp) data; however, the alerts data did not appear. The "test" validates that based on the library build, the "alerts should have appeared in the data and it yet was on the device."

Manufacturer narrative:
Although requested information on a2 and a4 were not provided.

Event description:
It was reported that there was no soft minimum (continuous infusion) alarm when amiodarone was programmed to infuse at 0.015mg/min. The soft limit was set at 0.25mg/min. The patient received subtherapeutic levels of medication. It was later reported by the bd clinical practice consultant that the alerts were expected to be in the knowledge infusion portal (ikp) data; however, the alerts data did not appear. The "test" validates that based on the library build, the "alerts should have appeared in the data and it yet was on the device."

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient ID, age or dob, sex, and weight were requested but not provided.

Event description:
The customer reported amiodarone was programmed to infuse at 0.25 mg/min and delivered at 0.015 mg/min without alarming. There were no reported adverse consequences to the patient.